Event description:
The laser kept putting itself into a standby mode with device indicating "port-overheat." This occurred multiple times. Operator called company and was told to fill a reservoir with sterile water. Problem did not resolve. Replaced laser fiber with fresh laser fiber which worked for short time before machine shut itself down and could not be restarted.